Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. This is an additional finding not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Failure analysis of the returned controller revealed that the device passed functional testing. Functional testing of the controller revealed that all connections were stable with no abnormalities observed. Test batteries were able to connect to the controller properly. As a result, the reported poor mechanical connection event could not be confirmed on the controller. Log file analysis did not reveal any alarms within the analyzed period. A ¿connect power source¿ low priority audible alarm will occur if the controller registers a power source is disconnected. However, low priority alarms are not recorded on the alarm log file. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported poor mechanical connection of the battery event can be attributed, but not limited, to connector damage, a damaged output cable and/or an intermittent connection between the battery and controller. Additional products: (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Section: d9 device available for evaluation and return date h3 device evaluated product event summary: the controller (B)(6) was returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. This is an additional finding not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Failure analysis of the returned controller revealed that the device passed functional testing. Functional testing of the controller revealed that all connections were stable with no abnormalities observed. Test batteries were able to connect to the controller properly. As a result, the reported poor mechanical connection event could not be confirmed on the controller. Log file analysis did not reveal any alarms or anomalies associated with the controller or the battery within the analyzed period. A ¿connect power source¿ low priority audible alarm will occur if the controller registers a power source is disconnected. However, low priority alarms are not recorded on the alarm log file. Applicable risk documentation and experience with events of similar circumstances were considered, a possible root cause of the reported poor mechanical connection of the battery event can be attributed, but not limited, to connector damage, a damaged output cable and/or an intermittent connection between the battery and controller. As a result, the reported thrombus, low/power flow, and suction events were confirmed. The reported outflow graft twist and pump vibration events could not be confirmed due to insufficient evidence. The reported "vad stop due to thrombosis" event could not be confirmed; however, it is possible that the manual pump stop event was related to the reported "vad sudden stop" event. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation and the available information, possible causes of the reported low/power flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, the reported pump vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus or neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unstable poor mechanical connection on the power port and a connect power source low priority alarm sounded. It was also notice that a battery also exhibited poor mechanical connection. The controller was replaced and the battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion additional products: heartware ventricular assist system ¿battery: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2021/ serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jul-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.